Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Customer stated that he has received intermittent loss of connection between the pump and multiple transmitters approximately 2 times per week since he has received the pump. A root cause could not be determined. The transmitter ultimately regained connection with the pump. No additional patient or event information was available.